Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/20/2019. The service engineer inspected the device and replaced the air and o2 flow sensor assembly. A gas delivery system (gds) assembly was returned for analysis. The data acquisition (da) pcba and oxygen solenoid valve was disassembled from the gds and not returned with the gds assembly. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to a component (u1) on the air flow sensor pcba created the air and o2 flow accuracy test to fail.

Event description:
It was reported that the air & o2 flow sensor was failing during preventative maintenance. There was no patient involvement reported.